Event description:
The notification received for the study indicated that the patient was rehospitalized for percutaneous intervention. This event is being reported as coronary artery restenosis. No additional information is available for this event.

Manufacturer narrative:
An event of restenosis was reported for this patient under manufacturing report #9610978-2005-00024. The event was treated with implantation of an unknown cypher stent. Please reference manufacturing report # 9610978-2005-00024, 9616099-2008-00791 and 3003742446-2008-00043. Please note: device involved in this complaint is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any additional information will be submitted within 30 days of receipt.